Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). Concomitant medical products - item number: 00882100600, power supply, elec. Dermatome, lot number: 61576478, serial number: (B)(4). On june 6, 2018, it was reported that during preventative maintenance by zimmer biomet surgical it was noted that the motor was running erratically. The customer returned an electric dermatome device, serial number 204250, for evaluation. The customer also returned a power supply, serial number 2110habb, for evaluation. DHR review: the device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated electric dermatome serial number 204250 four times as documented in the repair reports in livelink. The last repair was september 15, 2017 where it was reported that the device was not oscillating as fast as it should be and the motor, cord assembly and various bearings were replaced. This is not a related issue. Zimmer biomet surgical has previously repaired/evaluated electric dermatome power supply serial number 2110habb three times as documented in the repair reports in livelink. The last repair was september 14, 2017 where the device was returned with the electric dermatome and the device functioned as expected. This is not a related issue. Device evaluations results/investigation findings: product review of the electric dermatome on june 25, 2018 revealed that the motor was running erratically so the pretest reading could not be performed. The calibration was out of specifications at the zero thickness setting only. Repair of the electric dermatome was performed by zimmer biomet surgical on june 25, 2018 which included replacement of the motor, power cord, switch and bearings. Electric dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. Probable cause/root cause: the root cause of the reported event could not be specifically determined with the information that was provided. During the product review it was noted that the motor was running erratically. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Conclusion: review of the information provided during the investigation determined that there are no further actions needed at this time. This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported that initially preventive maintenance was needed. Later, it was noticed that the unit required repair. The motor was running erratically, so a pretest reading could not be obtained. The calibration was out at the zero setting only. The motor, power cord, switch, and bearings were replaced on the device. No adverse events were reported as a result of this malfunction.